Manufacturer narrative:
The product in this incident could not be evaluated because none of the device components were returned for analysis. The cause for the reported perforation remains unknown. Review of the device history record is not possible as the lot number for the device is unknown. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.

Event description:
It was reported that during an accessory pathway ablation, the physician switched from a sr0 sheath to an agilis sheath/dilator assembly via over the wire exchange. The exchange took place without incident. The dilator assembly was replaced with an ablation catheter. During the procedure, the patient became tachycardic and an echocardiogram showed a large effusion/tamponade. A pericardiocentesis was performed, which resolved the effusion.